Manufacturer narrative:
The insulin pump was received with blank display, anomaly isolated to the mother board. No audio/beep anomaly was noted. The pump was received with cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and audio beep anomaly from the insulin pump. The customer's blood glucose level was 196 mg/dl. The customer stated that she replaced the battery, rewound the pump and it made beeping noises. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to monitor blood glucose carefully. The customer was advised call back if display does not return after waiting two hours and reinserting battery.